Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 399 mg/dl and 120 mg/dl. Customer obtained the reading of 399 mg/dl, washed his hands, then obtained the reading of 120 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer states that when processing patient samples using the architect c8000 analyzer that spuriously high magnesium results were generated that when repeated were markedly lower. No adverse outcomes were reported related to this issue. Patient data provided (mmol/l): initial result: 3.78, repeat result: 1.13.